Event description:
It was reported the patient developed ed, itchy skin under the extra-thin dressing. The skin remained intact. Use of the dressing was discontinued. No further patient complications were reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Process controls for the manufacturing and packaging of this product are in place and are functioning properly. There have been no changes to the formulation nor manufacturing processes for the product or components. Environmental and housekeeping procedures are in place to assure the cleanliness of the product, the environments and machines in which it is produced and of those manufacturing the product. The quality systems in place are appropriate to prevent defects from occurring or detect defects in the event of occurrence. These systems are functioning properly as indicated by the complaint trend/history for this product for the previous 12 months.